Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV catheter set burst. This occurred during a patient infusion using a power injector. It is unknown if there was patient injury or medical intervention associated with this event. Additional information was requested and is not available.